Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg does not communicate with external devices. The patient stated the ipg has not been recharged for approximately a year. Follow-up identified the patient had her ipg replaced and stimulation was reportedly restored postoperative.